Manufacturer narrative:
No damages or defects were observed that would result in the cannula retracting. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. The pod ran for 1197 pulses with no timeouts or drive stalls.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula inserted and retracted; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 270 mg/dl while wearing the pod for between 37 and 48 hours.